Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. A purple image was found during evaluation but the reported green stripes were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The purple image occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the image changes different colors and there are green stripes on the image while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The malfunction was found while connecting the camera to the tower before the procedure. The laparoscopic bowel surgery and right sided hemicolectomy was delayed five to ten minutes while changing out the device and the procedure was completed with a similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.